Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were ramping on the screen. Blood glucose level at the time of the incident was 128 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No display anomaly or button error alarm was noted. All of the buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had a cracked belt clip slot, missing end cap sticker, broken reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.